Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7094667, UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 514966, UDI: (B)(4).

Event description:
It was reported that the patient's lead had high impedances. The patient underwent a lead replacement procedure and during the procedure, the physician saw a kink in the lead that had high impedances. It was also noted that the implantable pulse generator (ipg) was replaced due to an unknown reason. The patient was doing well postoperatively and the explanted device components were kept by the medical facility.

Event description:
It was reported that the patient's lead had high impedances. The patient underwent a lead replacement procedure and during the procedure, the physician saw a kink in the lead that had high impedances. It was also noted that the implantable pulse generator (ipg) was replaced due to an unknown reason. The patient was doing well postoperatively and the explanted device components were kept by the medical facility. Additional information was received that it was physician's preference to replace the ipg.